Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the returned unit passed all specific functional testing requirements. The slippage could not be duplicated. When unit is properly positioned and put under pressure unit would not have slipped. All worn components was added to replace worn parts. Unit was machined to have heli-coils added to large starburst threads. Root cause - the evaluation of the device could not duplicate the reported complaint. Device passed all specific functional testing requirements and slippage could not be duplicated. The definite root cause cannot be reliably determined but it is likely caused by improper usage, and/or movement or placement of the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2014).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) appeared to slip, and shearing to patient's skin occurred which required sutures or staples. Additionally, there was surgical delay of an hour.